Event description:
I was duped by a local chiropractor that had advertised in our local newspaper about the drx9000. After 10th treatments, I wasn't getting any better and by the 20th treatment, I had to go to the local rehab treatment center because every step I took was extreme pain. Up to this day, I still have a problem laying down and sitting for a little while which I never had a problem with before the treatments with the srx9000. The machine I think is just a modern version of a medival torture device. Dates of use: (B)(6) 2009. Diagnosis or reason for use: pinched nerve - chiropractor diagnosis.

Event description:
The user received questionable troponin t results for two patient samples from the cobas e411 analyzer. Patient sample 1 was tested in duplicate and generated results of <0.01 and 0.029 ng/ml. The user immediately ran the sample again and received a result of 0.061 ng/ml. The user then ran the sample in duplicate again and the results were 0.034 and <0.010 ng/ml. The sample was then sent to another laboratory for testing and the troponin t result was < 0.01 ng/ml. Patient sample 2 from a (B)(6) female was tested in duplicate and generated results of 0.143 and 0.079 ng/ml. The sample was then sent to another laboratory for testing and the troponin t result was 0.03 ng/ml. None of the results generated from the cobas e411 were reported outside the laboratory. The patients were not adversely affected. The troponin t reagent lot number was 15887701. The field service representative was unable to determine a cause and could not duplicate the problem. He ran performance tests, checked the probe alignment and checked the mixer alignment and speed. He verified the performance test results were within specifications.

Manufacturer narrative:
The investigation determined a possible cause was a sample handling issue of a too short centrifugation time. The lithium-heparin tubes were spun for 5 minutes at 1300 x g (2900 rpm) which might be too short and has been discussed with the customer. Analyzer performance tests were within specification. None of the results were reported. No patients were affected.